Event description:
It was reported that the patients ipg was not holding a charge and was taking longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.